Event description:
It was reported that during a laparoscopic cholecystectomy procedure the handle on the clip applier was sticking after firing. The handle had to be pulled apart after every firing. The case was completed with no pt consequence.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.